Manufacturer narrative:
The pod was received not deployed. The download data showed that an 0x41 alarm was generated by the pod during the second priming sequence, indicating that the summed error of the rotational sensor exceeded the limit. The data showed abnormal rotational sensor data, as a closed to open transition with a confirmed open occurred earlier than expected, resulting in first prime ending earlier than expected. Rerun of the pod did not replicate the alarm or the original rotational sensor malfunction. Inspection of the rotational sensor assembly found no damages or manufacturing deficiencies that would result in a rotational sensor malfunction. The exact cause of the rotational sensor malfunction could not be determined. The soft cannula was not able to dislodge from the infusion site as the pod was received with the soft cannula not deployed. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 4 and 24 hours. The pod failed to adhere and reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, the patient applied a new pod.